Event description:
It was reported that the physician was "trying to start pacing of the device and it was not working" and that the lower rate nominal setting was programmed to 45 beats per minute (bpm). It was further reported that the device lower rate was 45bpm and that the device was not programmed to 45bpm while in the box. The device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).